Event description:
It was reported that largebore 8 inch ext vlv was occluded. The following information was provided by the initial reporter: (B)(6). Patency issue. Detailed incident description: customer emailed; "just reporting a product issue that we¿re facing on the ward. The product number is (B)(6), IV extension set. This is used as an extension for the intravenous cannula, which helps in ensuring patency of the cannula. Nursing staffs used to be able to flush the extension set with no problems but the recent ones that we¿ve received are really difficult and resistive while flushing/ priming with normal saline, even if it¿s being used for the first time (I apologise if there are few technical terms here). This increases the risk of damaging the veins while flushing. We¿ve never encountered this issue before and there should never be any resistance while flushing. The lot no for this item is (10)20056799. I¿ve taken it out of the shelves on x8s and have it in my office and staffs have been informed of this issue; however, I¿m not sure if other wards have experienced the same issue. I hope you¿ll be able to guide me with this, as I¿ve never had to report this sort of issues before. "

Manufacturer narrative:
H.6. Investigation: a 20059e-0006 sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to flush the extension set. Further information provided by the customer indicates that the product was connected to a cannula, and no resistance was met when flushing the cannula alone. A review of the production records for lot 20056799 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that largebore 8 inch ext vlv was occluded. The following information was provided by the initial reporter: alaris 20059e-0006 patency issue. Detailed incident description: customer emailed; "just reporting a product issue that we¿re facing on the ward. The product number is 501566, IV extension set. This is used as an extension for the intravenous cannula, which helps in ensuring patency of the cannula. Nursing staffs used to be able to flush the extension set with no problems but the recent ones that we¿ve received are really difficult and resistive while flushing/ priming with normal saline, even if it¿s being used for the first time (I apologise if there are few technical terms here). This increases the risk of damaging the veins while flushing. We¿ve never encountered this issue before and there should never be any resistance while flushing. The lot no for this item is (10)20056799. I¿ve taken it out of the shelves on x8s and have it in my office and staffs have been informed of this issue; however, I¿m not sure if other wards have experienced the same issue. I hope you¿ll be able to guide me with this, as I¿ve never had to report this sort of issues before."